Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high and ketone level was 0.4. Cause was not known. Customer changed the infusion set multiple times and administered an insulin injection to address bg. Customer resumed pump therapy.